Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and bupivacaine (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was malignant pain. The patient's pump failed but the patient did not know what was actually wrong with the device system. In (B)(6) 2015 both the pump and catheter were replaced; however, the patient did not know what failed with the pump or the catheter. Additional information was requested regarding the specific device issue, the cause of the issue, troubleshooting/diagnostics, and patient symptoms. A supplemental report will be submitted if additional information is received.